Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va02y9t, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot # va02s0t, implanted: (B)(6) 2012, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # va02y9t, implanted: (B)(6) 2012, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
It was reported the patient had a shocking or jolting sensation. The reporter stated the patient was having a shocking sensation when they were touching along the wire ¿five inches exit the skull¿ where the lead extension junction was. The reporter further stated it was the right vim that was having the shocking sensation when the patient pressed on it with their hand, pillow, or helmet. It was noted the shocking only occurred with palpation. It was further noted the shocking went through the patient¿s tongue, cheek, and right arm. It was noted the patient was programmed at c+9-, 2.6 v, 90 pulse width, and 160 hz. The reporter stated that when they programmed the patient down to 1v, the shocking sensation was less and they needed to press harder. It was noted that when the patient was programmed to 0v, the shocking was still there when they pressed on it. It was further noted the shocking sensation did occur at the patient¿s last programming appointment on (B)(6) 2013, but it was not bothering the patient much then. The reporter stated that impedances were normal then and today. It was noted the patient¿s tremor was worse than at their last appointment. It was noted the patient did not have any falls or trauma since surgery. It was noted the patient had fallen before surgery. It was further noted the patient was fine when they saw the healthcare professional in (B)(6) 2012 and (B)(6) 2013. It was noted that in (B)(6) 2013, the patient had a ¿tiny¿ intermittent shocking sensation that was not bothering the patient. The reporter stated it had gotten worse and the sensation was only lasting a microsecond when they press on it. Additional information received reported that pressure on the lead and extension connection was causing the shocking sensation. It was noted that therapy impedances for left vim was 1131 ohms and right vim was 838 ohms. It was noted that c and 0 had high impedances. It was further noted that an x-ray on (B)(6) 2013 showed no evidence of gross interruption of leads. The reporter stated the patient was reprogrammed on 2013-10-19 and they were not able to invoke sensation with pressure. It was noted the right electrode array was moved up to c+ and 3-.